Event description:
A revision surgery was performed due to the screws loosening from the implant.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The screw was discarded during the revision surgery, therefore, no product is available for manufacturer review. The user facility reports that the revision surgery was successful and the patient has been discharged from the hospital in stable condition. The user facility did not provide copies of the CT scan used in determining need for revision surgery for manufacturer review. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.